Event description:
It was reported that the surgeon was using t-handle with trial attachment in disc space, he then began to remove the trial when he felt something "give way" or break.

Manufacturer narrative:
Method: visual inspection; functional inspection; material analysis; device history review; complaint history review; risk assessment. Results: the returned device was confirmed visually to have fractured. Manufacturing records were reviewed and no relevant issues were found and revealed an instrument of approximately 4 years old. Conclusion: the plausible root cause of the reported event is normal material wear based on the age and usage of the device.

Event description:
It was reported that the surgeon was using t-handle with trial attachment in disc space, he then began to remove the trial when he felt something "give way" or break.